Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during testing/inflating and deflating the cuff before intubation, the products cuff "dissolves" immediately after inflation. There was no patient involved.